Event description:
It was reported that the patient had wound dehiscence. The patient was continued on long term antibiotics including clindamycin, rifampin, and oral vancomycin. The patient was admitted from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient underwent a pump exchange on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6) was not returned for evaluation (reference MFR # 2916596-2021-00597). The heartmate ii lvas IFU list infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The IFU also lists wound dehiscence as a risk of preperitoneal and intra-abdominal pump placement. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09nov2016. The most recent revision of the heartmate ii instructions for use (IFU) section 1 of this IFU lists infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.